Event description:
It was reported the filter of a 0.22 micron extension set leaked at the female luer during infusion of a chemotherapy drug. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The facility discarded the sample. The customer reported condition was not confirmed; the root cause was not identified.